Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 148 mg/dl, 96 mg/dl, and 114 mg/dl. Customer took actions based on device results; no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.